Manufacturer narrative:
Date of the actual event is unknown at this time. No product returned for evaluation. Evaluation was not possible, as the device is not being returned. Review of the device history records could not be performed as the lot number was not provided. A complaint history could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation.(B)(4).

Event description:
It was reported that during a rotator cuff repair, the surgeon experienced an unspecified functional failure. It was reported that the company representative thought was needle issue with the lot. It was reported that a back up device was used and the same the failure occurred. The physician cut suture and switched out. It was reported that there were no issues with the needles breaking, loading into the device or the action of using the device. The procedure was completed using competitors device. There was no patient harm reported.